Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-02395. The pt has two scs systems implanted for back and leg coverage. It was reported the pt is receiving good leg stimulation coverage from both systems but she no longer feels any stimulation in her back. Diagnostic tests and x-rays did not indicate any anomalies. It was reported the physician plans to replace the leads with peripheral leads to provide back coverage. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.